Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found the catheter outside of the patient's body with a deflated balloon. The event occurred 12 days after placement, and it was noted that there was only 1cc of water left inside of the balloon. Per additional information, an air leak test was performed on the catheter, and the balloon inflated. There were no oil-based lubricants used during the catheter insertion and gloves were worn. The complainant also noted that the patient did not have any kidney stones.

Manufacturer narrative:
Received one catheter. The reported event was unconfirmed. Visually inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. The sample had undergone 7 days leak test and no leakage was observed. There was no leakage from the valve. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the user found the catheter outside of the patient's body with a deflated balloon. The event occurred 12 days after placement, and it was noted that there was only 1cc of water left inside of the balloon. An air leak test was performed on the catheter, and the balloon inflated. There were no oil-based lubricants used during the catheter insertion and gloves were worn. The complainant also noted that the patient did not have any kidney stones.